Manufacturer narrative:
(B)(4). Date of event: "no exact date was given although the incident happened around the (B)(6)." Batch # t5ec01. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. Additional information was requested and the following was obtained: please clarify "he noticed the tissue was stapled but no staples deployed during firing.", did the device cut and not staple? If yes, was there any bleeding that needed to be controlled? If so, how was it controlled? Or, were the staples malformed after being deployed? Or, did the device lock-out (no staples deployed and no cut line started)? Response: the device cut and didn't staple no other information.

Event description:
It was reported that during a lung resection procedure, the surgeon had clamped the gun around lung tissue and fired the product. After firing was completed he noticed the tissue was stapled but no staples deployed during firing. The surgeon put the device aside and used another product to complete the procedure. No damage was done to the patient.